Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Placeholder.

Event description:
The user facility reported the cutter would not cut during surgery. There was no patient injury.